Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after an unspecified procedure. It was reported that when the physician used the knot pusher to deliver the knot to the arteriotomy, the knot pusher could not be removed. The surgeon made a larger skin incision and cut the suture above the knot and removed the knot pusher. It was reported that the patient felt "well". Multiple attempts have been made to obtain additional information but no information has been made available.